Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. On-going.

Event description:
It was reported that the device alarmed device failure while on a patient. No patient injury was reported.

Manufacturer narrative:
The affected device was analyzed onsite by dräger service. Due to a faulty disk drive the log file was not available for the investigation at the manufacturer. During the device test the issue could be confirmed and a faulty module m4.1 (flow and pressure measurement module) was determined to be the root cause. The dräger service technician replaced the pba m4.1 during onsite investigation. Afterwards, the device was tested as per manufacturer specification without any issues. As a safety feature of the device, the software analyzes and verifies proper function of the device. The device reacted as specified to a detected issue with the pba m4.1 with the "device failure (12)" alarm. In case of a detected failure concerning the flow and pressure measurement module the device would perform a restart to mitigate the issue and post an audible alarm in order to alert the user. During the restart the ventilation is stopped, an audible and visible alarm of high priority is generated, and the pneumatic system opens to allow for spontaneous breathing. After the restart the ventilation is continued with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed device failure while on a patient. No patient injury was reported.